Event description:
Medsun #(B)(4) states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation." Customer advocacy received a copy of the FDA request letter which states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation." Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation."

Manufacturer narrative:
The reported complaint of an over infusion of heparin was not confirmed. Over infusion testing performed using the customer-provided incident administration tubing set, consisting of a 1 hour rate accuracy test, confirmed that the set was performing effectively. The incident administration tubing set did not demonstrate any leaking, damage, or other irregularity that may have attributed to the reported incident. No source system (pcu, infusion pump) or device logs were returned for investigation. Only the IV tubing was provided. The root cause was not determined. H3 other text : device logs were not received. Only the administration tubing set was provided for analysis.

Manufacturer narrative:
Correction-awareness date update to 1/15/2020 from 1/14/2020.

Event description:
Medsun #2019-8068 states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation."

Event description:
Medsun #(B)(4) states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation." Customer advocacy received a copy of the FDA request letter which states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation." Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation."

Manufacturer narrative:
Additional information, added to: b3 (B)(6)2019; ;b4 (B)(6) 2020; g4 1/14/2020; a2; d.11 concomitant **************************************************************************************************************

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No device received-log review only.

Event description:
Medsun #(B)(4) states, "patients IV pump was alarming. When examined, IV pump, set up and site, it was noted the entire bag was empty. Patient received entire bag of heparin in approx. 2 hours. Pump interrogated by facility-no malfunction identified. Patient followed by serial labs, no apparent harm. Tubing available for company evaluation."